Event description:
Following surgery, one of the used surgical patties was missing. X-rays were taken and the pattie was located in the closed patient. Another surgical procedure was required to remove the pattie but a portion of the pattie's string was broken off and could not be located.